Event description:
It was reported that during a procedure to treat a lesion in the distal right superficial femoral artery (sfa) to the proximal popliteal artery with moderate calcification, pre-dilatation was performed with an unspecified dilatation catheter. The lesion length was approximately 140 mm. A 5.5x120 mm unspecified stent was implanted distal and a 5.5x60 mm supera self-expanding stent system (sess) was advanced without resistance and the thumbslide was advanced distally to initiate stent deployment and the stent was deployed; however, a portion of the stent was deployed inside of the 6f sheath. Reportedly, the sheath was placed very close to the intended lesion location. The 6f sheath was attempted to be pulled back; however, the stent moved with the sheath. The decision was made to remove the 6f sheath and sess with the stent included from the patient anatomy as a single unit. A smaller 5.5x40 mm supera sess was advanced and deployed without issue to successfully treat the remaining portion of the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of history record for the reported lot revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.